Manufacturer narrative:
The unit received a motor error alarm during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The unit was received with normal operating currents and no unexpected off no power alarms or low battery alarms. The following physical damage was noted: cracked casing at a display window corner, minor scratched lcd window, cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose. The patient's blood glucose at the time of hospitalization was 584 mg/dl. No further details were provided. The insulin pump was returned and replaced.